Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken off reservoir tube lip. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and missing reservoir tube o-ring.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported reservoir compartment was broken and reservoir fell out a few times. Customer also reported that the o-ring was missing. Customer does not know how damage occurred. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.